Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, creases flat and deformation . Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade iii". Healthcare professional additional reported, any creases. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation : capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.